Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their recharger was not holding a charged. Patient stated there are no lights on the recharger. Patient states they tried everything to get it to charged. Patient states they tried to charge it using their spouses dock but it did not resolve it either. Caller stated there is a green light on their dock. Agent walks through the caller to attempting to reset the recharger however it was still unresponsive. Process replacement through repair. Patient called back on (B)(6) 2026 as they had not gotten replacement wireless recharger yet and they need to charge ins for a procedure on friday. Agent searched for fedex tracking information and was unable to find it. Agent let patient know agent will call them back as could be on hold for awhile. Agent was eventually able to discover repair request had been cancelled and then not resubmitted properly. Agent resubmitted repair re quest for expedited shipping. Agent called patient back and reviewed information. Agent called patient on 2026-feb-19 to provide shipping update that package should arrive today and gave patient tracking number.

Manufacturer narrative:
B3: event date is year valid. Continuation of d10: product ID wr9220 lot# serial # (B)(6); implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 21-jul-2023, UDI#: h3: analysis of the wireless recharger [s/n (b)(6] found that the led's scroll continuously, the device was unresponsive, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.